Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted in this patient.

Event description:
This patient was treated with a gore tag thoracic endoprosthesis in 2007 for free-floating thrombus of the descending thoracic aorta with recurrent peripheral emboli. Approximately 20 days later, a CT revealed a collapse of the proximal part of the tag graft along the outer curve of the aorta. Twenty five days later, a reintervention was performed using a pta balloon and a second tag device. The procedure was successful. As reported, the cause of the graft collapse is thought to be inadequate apposition on the inner curve of the aorta.